Event description:
During a scheduled conference call with this customer, a nurse reported to baxter product surveillance a transfer set of a home patient (hp) that was not tightening onto the beta-cap adapter correctly. The nurse further stated she replaced the transfer set with a new transfer set and was able to make a 'flush' connection. The rn confirmed she used the same beta cap adapter with the new transfer set. The rn stated the patient's therapy then continued without incident or adverse event. The sample was not available for evaluation nor was lot information available. The nurse believed this incident was related to the transfer set and not the plastic adapter because she was able to connect a new transfer set correctly. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is not available. Should additional information become available, a follow up MDR will be sent.